Event description:
It was reported that a post-op x-ray taken in (B)(6) 2010 showed two broken screws. System remains implanted. Patient outcome: no adverse effect reported as a result of this event. Patient has not experienced any pain and has a solid fusion.

Manufacturer narrative:
The package insert states "possible adverse effects" include: "bending, fracture, loosening or migration of the implant"